Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was a suspend issue with the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/09/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/30/2015 with the following findings: a rewind, load and prime sequence were performed with no issues. The pump was exercised for a 24 hour duration period. No self suspending occurred during the duration test. No hypersensitive keys were observed on the keypad. The pump was able to be manually suspended and manually resumed with no issues. Unrelated to the initial complaint, the display screen was dim and discolored. The battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.